Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 165 mg/dl at the time of incident. Customer stated that the insulin pump had a squealing sound and they took the battery out and reinserted after 10 minutes. The customer restarted the insulin pump and the buttons were not responsive. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. No time clock anomaly noted. Pump passed displacement test and self test. Pump was tested with no audio/beep anomaly noted.